Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip separation could noted be confirmed; however, separation of the proximal seal and inner member were noted. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
As reported, during preparation of the rx voyager t 2.5 x 15 mm for an interventional coronary procedure, after the mandrel was removed from the catheter, the tip detached from the catheter outside patient anatomy. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.